Manufacturer narrative:
Evaluation summary: a sealed tray of twenty five safetyglide allergy syringes from the same lot of the device in question was returned. A visual inspection and a functional evaluation did not show any defects that may have contributed to the safety mechanism to drag while released single handed. The syringes were all within specifications. A review of the complaint database and device history records did not reveal any issues that may have contributed to the condition reported. Regulatory compliance will continue to conduct trend analysis on a monthly basis to monitor any changes.

Event description:
A nurse gave an injection to a pt and the safety mechanism was hard to advance resulting in a needlestick injury with the used needle. The pt was clear of hiv and the nurse was tested for hiv.